Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last basal and bolus were delivered on the complaint date. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up properly. No tactile issues were found with the buttons. The pump¿s delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues. Unrelated to the complaint, the display was found to have a pinkish contrast. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl. No additional information was provided. Attempt by customer support to follow-up on the matter was unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.